Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6).

Event description:
It was reported, that when the hd/sdtv monitor cable was shaking, the image fluctuated. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified as the serial number was unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. The image fluctuated due to rgb cable (maj-1586) failure (due to connector part damage and cable internal disconnection). Image fluctuated and was restored back after shaking and reconnecting cable. Field service engineer (fse) checked the customer's another rgb cable, and same cv-180 worked fine with no issues. Olympus will continue to monitor field performance for this device.